Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter had an error 1 issue, which was unresolved with troubleshooting with customer service. There were no allegations of harm of injury.